Manufacturer narrative:
Batch review performed on 07.feb.2020: lot 187929: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar event reported. Additional device involved: batch review performed on 07.feb.2020: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 28 size m 0 (k112115) lot 187071: (B)(4) items manufactured and released on 6-dec-2018. Expiration date: 2023-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar event reported.

Event description:
Revision surgery needed after 9 months from the primary due to signs of an infection. The pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.